Manufacturer narrative:
It was reported that tibia guide would only fit in one position and it was extremely medial. It was also reported that the baseplate and the femur was underhanging. The case was completed after 4 hours. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that tibia guide would only fit in one position and it was extremely medial. It was also reported that the baseplate and the femur was underhanging. The case was completed after 4 hours.